Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline vantage with shield technology did not open properly. A new pipeline device was used to treat the patient. The patient was treated for a left internal carotid artery, c6, saccular, aneurysm. The max diameter was 4.3 mm. The dome height was 3.7 mm, dome width was 3.2 mm, neck was 4 mm. The distal landing zone was 3.9 mm and the proximal was 4.5 mm.